Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 11/18/2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.